Event description:
A talent thoracic stent graft system was inserted into a pt for the emergent endovascular treatment of a 6.5 to 6.7 cm thoracic aortic aneurysm. The access vessels were tight, measuring 7 to 8 mm in diameter, and severely calcified but non-tortuous. It was reported that the pt presented with chest and back pain and was being evaluated for bowel stones when the aneurysm was discovered. The first device was able to be delivered without issues. When inserting the second talent thoracic device, the device was not able to be advanced up to the intended location. The physician then removed the device from the pt; however, the iliac artery was transected 7 cm. The physician elected to suture the transected vessel proximally and distally and then performed a femoral-femoral bypass. The decision was made to not implant any other devices considering the blood loss. The first thoracic stent graft had a distal seal, which was in an area of the thoracic aorta that contained thrombus, and there was no endoleak. It was decided to re-evaluate the pt in 3 months. No add'l clinical sequelae were reported, and the pt is fine. The talent delivery system in this event was discarded.

Manufacturer narrative:
(B) (4). Evaluation results: arterial trauma/dissection/perforation, tight and severely calcified access vessels.